Manufacturer narrative:
Initial and final MDR (B)(4), MDR (B)(4), device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 five infusion set cannula were kinked and patient faces symptoms within 3 or more hours after insertion. The site of insertion is abdomen and upper buttocks, and blood glucose level were high and patient addressing issue due to correction injection via multiple daily injection. The infusion set is long for 1-12 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.